Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The mother of a customer reported via phone call that high and low blood glucose was experienced of 50 mg/dl and 593 mg/dl and a lost sensor alarm was received. The mother indicated that the sensor was not fully inserted and was bent when removed, and may have overcorrected with insulin. The customer declined troubleshooting.